Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not returned

Event description:
It was reported that patient's right hip was revised due to wear at the head/ trunnion junction with chronic disassociation. Intra-operatively, there was no noticeable wear of the trunnion but explant pics show wear on the inner rim of the liner. No observations about the surrounding tissue were reported to the rep.

Event description:
It was reported that patient's right hip was revised due to wear at the head/ trunnion junction with chronic disassociation. Intra-operatively, there was no noticeable wear of the trunnion but explant pics show wear on the inner rim of the liner. No observations about the surrounding tissue were reported to the rep. Update 31 august, 2018: med review confirmed head-stem disassociation.

Manufacturer narrative:
An event regarding disassociation, wear and corrosion involving a metal head mated with an unknown citation stem was reported. Disassociation was confirmed by medical review but corrosion could not be confirmed without device return. Method & results: -product evaluation and results: the device was not returned but some photos were provided. There is some black debris present inside the taper of the head and some biological material on the outside. -medical records received and evaluation: the medical review noted the following: [...] Narrative based on the information made available, a morbidly obese patient required revision for a dissociation of a cobalt chrome lfit 36 mm +5mm femoral head from a citation femoral component. The polyethylene liner had black material embedded in it and damage due to contact with the stem¿s trunnion. Other damage was likely due to instruments used for extraction. The femoral head also had black debris present inside of it. These findings are consistent with corrosion occurring between the femoral head and the stem. Conclusion of assessment the patient had a dissociation of a metal femoral head from a titanium stem requiring revision surgery. There was gross evidence of a corrosion reaction between the head and stem seen on the provided pictures of the femoral head and polyethylene liner. Information on the trunnion as well as blood levels of cobalt and chromium were not provided. A description of the soft tissues was also not available. Corrosion can cause pain and soft tissue damage requiring revision. It may also be associated with dissociation of the femoral head from the trunnion. In this case a history of trauma was not provided. While obesity is associated with increased wound complications and difficulty performing total hip arthroplasty, literature linking it to corrosion or mechanical failure of the trunnion is lacking. Based on provided information, I do believe there was corrosion between the head and tem and this may have been related to the dissociation of the head from the trunnion. Had it not dissociated the corrosion may have also been a cause of pain and soft tissue damage possibly needing revision. [...] -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the subject device has been identified to be within scope of an nc and CAPA . Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.